Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, deformation, wear abrasion and yellow particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no were observed openings on the device. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2, b.5., d.10., h.3., h.6., g.1, d.7.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture, and pain. Device remains implanted.